Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6). Strips not available for return.

Event description:
Caller reported blood glucose results of 360 mg/dl on advantage system and 140 mg/dl on an accu-chek system, specified only as different from her advantage meter, within 10 minutes. No information was provided for the system on which the 140 result was obtained. Meter belongs to friend and friend is not there. Asked if customer could provide name, phone and address, customer could not. Aviva meter and aviva strips are used for the purpose of this medical device report. No adverse event was reported. A request was made for the return of the customer's meter and strips, replacement sent.